Event description:
Additional information reported that slight calcification was present in the patient's right iliac and femoral artery. It was also reported that a sheath was not used during the procedure and the hydrocoating was removed from the whole delivery system.

Event description:
A valiant stent graft was attempted to be implanted in patient for endovascular treatment of a 78 mm diameter thoracic aortic aneurysm. The right external iliac artery measured 7 mm in diameter. The left external iliac artery measured 5.5 mm in diameter. The right common iliac artery measured 8 mm in diameter. The left common iliac artery measured 6.2 mm in diameter. It was reported that during the index procedure, the valiant delivery system was advanced via the right femoral artery. However, there was difficulty positioning the valiant delivery system. The part of the vessel where the delivery system could not pass through was dilated to 7 mm in diameter using a percutaneous transluminal angioplasty (pta) balloon catheter. Another attempt to position the delivery system was made but was unsuccessful. The physician then elected to advance the delivery system via the external iliac artery because the external iliac artery was slightly closer to the proximal side. A cut down was performed in order to access the external iliac artery. The physician attempted to position the delivery system but was unsuccessful. The physician noted that the hydrophilic coating on the delivery system was peeling off due to multiple positioning attempts and determined that further approach may lead to injury at the access site. Thus, the physician removed the delivery system from the patient. The physician then implanted three endurant aortic cuffs from distal to proximal to treat the thoracic aortic aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.